Event description:
It was reported that the patient developed an irritation from the pod adhesive at the pod¿s insertion site (unspecified) while wearing the device. Patient reported redness at the insertion site. The patient went to a routine appointment and did not receive any diagnosis. The patient was treated with a prescription of a steroid inhaler and was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's skin irritation by the pod adhesive at the infusion site. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.